Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facsverse 3l 8c system with acc kit, part # 651155, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a spray of fluid not contained within the instrument. ¿ manufacturing defect trend: there are 0 qns (quality notifications) related to the reported issue. Date range from 17jul2020 to 17jul2021. ¿ complaint trend: the only complaint related to a spray of fluid not contained within the instrument is this one. Date range from 17jul2020 to 17jul2021. ¿ manufacturing device history record (DHR) review: DHR part # 651155 serial # z6511550304, file # 651155-651155-z6511550304-100119679-13 was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak was due to a worn v8 pinch valve tubing. The pinch valve¿s default state is pinched shut, so if an instrument is unused for a prolonged amount of time this tubing will be worn, closed shut or not fully open and will have to either be exercised/massaged and reconnected or replaced entirely.¿blockage of this tube can lead to undesired airflow and leakages. After a phone consultation with a tsr (technical service representative), the customer was able to perform the repair on the instrument by removing the v8 line, running 1-2 sit flushes, and reinserting it. No parts were requested for evaluation as there were no parts replaced. After the repair the instrument was tested and confirmed to be working as intended with no further leaks. Although the leakage of waste material can cause harm to the customer from exposure to samples and chemicals, the leaked fluid was non-biohazardous (facsflow). Additionally, while the leakage was in the form of a spray, it was not under enough pressure to significantly increase the risk of exposure and the customer did not come in contact with it. This instrument was being used for research purposes, not clinical treatment, and so this incident did not affect or delay the diagnosis of a patient. Proper scheduled cleaning and other maintenance can help in reducing the possibility of blocked pinch valves, and instructions can be found in chapter 9 of the bd¿facsverse¿ clinical system instructions¿for¿use (#23-11463-00 rev. 1/vers. A). The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: 01889605, case # 01326885 install date: 05sep2014 defective part number: n/a work order notes: o subject / reported: 651155 - bd facsverse 3l 8c system with acc kit - facsflow came out of the needle during the sit flush o problem description: on the sit flush, facsflow came out of the needle o work performed: the customer was able to fix the problem himself by taking the hose out of v8, doing 1-2 sit flushes and then reinserting the hose in v8. O cause: problems with hose in v8 o solution: the customer was able to fix the problem himself by taking the hose out of v8, doing 1-2 sit flushes and then reinserting the hose in v8. ¿ returned sample evaluation: a return sample was not requested because there were no parts replaced. ¿ risk analysis: risk management file part # 651155ra, rev. 11/vers. B, liberty ruo 1.0 research systems (facsverse) risk analysis was reviewed. No new hazards have been identified and the current mitigation is sufficient. Hazard(s) identified? ¿yes ¿no o hazard ID: 2.1.8b¿¿ o hazard: exposure to biological sample.¿¿ o cause:¿backdrip¿from injection port.¿¿¿ o harmful effects: harm to operator. (Exposure¿to stained sample)¿¿ o risk controls: sit flush design to capture back drips. Lib-fld-292¿ lib-fld-312,¿ lib-fld-313, provide instruction and universal precautions.¿¿ o imp.¿verif.: sit back flow control protocol lsv-1008-dp, sample carryover: sv-1013-dp, slg: biological safety section¿¿ o eff.¿verif.: sit back flow control lsv-1008-tr, sample carryover: sv-1013-dr¿¿ o probability: 1¿¿ o severity:¿1¿¿ o risk index:¿1¿¿ o residual risk evaluation: a¿¿ o new hazards: none¿¿ ¿¿ o hazard ID: 3.1.62b¿ o hazard: instrument¿temporarily¿inoperable. Source: sit fmea¿¿ o cause: sample line ID collapses preventing sample delivery. Tubing becomes worn/damaged during ¿stinger¿ operation. Low event rate.¿ o harmful effects: 1.) Delay in diagnosis. 2.)¿tubing¿must be replaced. 3.)¿customer¿annoyance.¿ o risk controls:¿increase in service loop of¿peeksil¿tube so that it does not wear and kink at the connection points. Reliability test to provide estimate life of¿peeksil¿tube and recommended replacement schedule. Reliability sit protocol.¿¿ o imp.¿verif.:¿reliability life testing completed via protocol. Testing showed that there is no significant wear to the peekskill tubing. Protocol name: liberty sit reliability test protocol.¿ o eff.¿verif.:¿published reliability report which demonstrated at least 1.5 years of life with no significant damage or kinks. Report name: liberty sit reliability report.¿ o probability:¿2¿ o severity:¿2¿ o risk index:¿4¿¿ o residual risk evaluation: a¿¿ o new hazards: none¿ mitigation(s) sufficient ¿yes ¿no ¿ root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 valve tubing. ¿ conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to a worn v8 valve tubing. The customer was able to perform the repair after a phone consultation by removing the v8 line, running sit flushes, and reinserting it. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or¿injured¿due to the incident, and since the instrument was not being used for clinical treatment, no patients were affected.¿the safety risk is¿limited,¿s2,¿and¿there¿was no¿impact to¿the customer¿health or safety. H3 other text : see h.10

Event description:
It was reported that while using bd facsverse¿ facsflow under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from german to english: on the sit flush, facsflow came out of the needle 1.was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid 2.was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained 3.was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): yes, facsflow 4.what was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non biohazard

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsverse¿ facsflow under pressure sprayed outside of instrument. There was no report of user impact. The following information was provided by the initial reporter, translated from (B)(6) to english: on the sit flush, facsflow came out of the needle. Was the leak liquid or air? (If liquid/both, go to question #2. If air, no further questions required.): liquid. Was the leak contained within the instrument? ( if not contained, go to question #3. If contained, no further questions required.): not contained. Was there spray of liquid under pressure? (If yes, describe the liquid that sprayed then go to question #7. If no, type "no" in the text box then go to question #4): yes, facsflow. What was the fluid that leaked? (If non biohazard, no further questions required. If biohazard/unknown, go to question #5): non-biohazard.